Manufacturer narrative:
The customer¿s reported complaint of the source pump module infusing slower than expected was not confirmed. Physical inspection showed no anomalies. Log analysis results from the system showed the pcu was powered on at 10:17 pm on (B)(6) 2019, suspected to be the time of the alleged incident. The profile in use was identified as ¿ICU¿. At 10:24 pm pump module s/n (B)(4) was programmed (guardrails drugs) with a sodium bicarbonate (drug ID 418) infusion. A concentration of 150meq/1150ml was selected, a default weight of 66.3kg and a default dose of 0.1475meq/kg/h. The user entered a rate of 75ml/h with a vtbi of 900ml and the infusion was started. Logs showed the pvi at 0.0ml prior to the start of the infusion. During the infusion, the pump was paused once at 10:58 pm. No further interruptions were noted on the pump¿s infusion until the unit was channeled off on (B)(6) 2019 at 1:02 am. At the end of the infusion, the pvi on the system was calculated with a value of 195.808ml. The system was powered off approximately two minutes later when the unit was channeled off. Functional testing showed no anomalies. The pump module is operating within specification. The root cause of the customer¿s report of a pump module infusing slower than expected was not determined.

Event description:
It was reported that an infusion (75 ml/hr) infused slower than expected. Four hours after the start of the infusion the bag remained full. No patient harm was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion (75 ml/hr) infused slower than expected. Four hours after the start of the infusion the bag remained full. No patient harm was reported.

Event description:
It was reported that an infusion (75 ml/hr) infused slower than expected. Four hours after the start of the infusion the bag remained full. No patient harm was reported.